Event description:
It was reported that the patient may undergo surgical intervention in the future. Multiple attempts were made to obtain additional information, but not provided.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. E1 correction: the reporter's address and contact information were updated.

Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was moved to the right flank area. Therapy was restored post procedure.